Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was on impella 5.5 support. Echocardiogram showed the right ventricle was dilated and general hypokinesis. The patient decompensated, biventricular failure with frequent ventricular tachycardia on dual inotropes. Cardiogenic shock was called and the decision was made to escalate care. The patient was taken for impella rp flex placement. The impella rp flex was successfully placed. Long-term outcome and quality indicator (loqi) impella registry database reported upon two adverse events on 2025-apr-02 both with "unknown/undetermined" relationship to the impella use. Adverse event three was for sustained ventricular arrhythmia (impella 5.5 pump) and adverse event four for right pulmonary embolus (impella rp flex pump). Loqi noted that following: "(B)(6) 2025 presented with chest pain. Ctpa showed a subsegmental pe and he was started on heparin. His symptoms have improved and he was transitioned to eliquis. Echo showed ef 50-55%, rv mildly dilated with function low normal. Fk level remained within appropriate limits. (B)(6) 2025 discharged in stable condition". This report represents the impella rp flex adverse event.